Manufacturer narrative:
Follow-up information (breakage questionnaire) received on 16-feb-2016 from physician: physician stated that the essure device was not broken. The device was fully intact. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who became pregnant and had an elective abortion after essure (fallopian tube occlusion insert) insertion. Fifteen months after device placement, she underwent a laparoscopy, during which left fallopian tube was found with essure device extruded from the isthmus opening into the uterus halfway out the uterus, attached to a small fatty epiploica. The patient had bilateral salpingectomy. It was reported that epiploica was removed and sent with the tube confirming a piece of the coil from the essure device, and that during right fallopian tube removal, a fragment of essure extruded; this was initially interpreted as device breakage however, on follow-up physician clarified that no breakage occurred and this event was deleted. These events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this particular case, patient had a hsg test, which showed bilateral occlusion. Later, upon essure removal, a perforation was found on left side. This perforation could be an alternative explanation for the reported device contraceptive failure (pregnancy). However, since the mechanism of the events is unknown (if perforation occurred before or after pregnancy onset) causality with essure cannot be excluded. Since device removal was required, this case was regarded as incident. The technical assessment concluded unconfirmed quality defect. No batch signal could be identified and there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 04-aug-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number b71764 (left) and 880432 (right) implanted on (B)(6) 2014. On (B)(6) 2014 hysterosalpingogram was performed an showed uterine cavity was normal size and morphology, without evidence of filling defect, submucosal fibroid, synechiae or congenital uterine anomaly; bilateral essure devices showed no evidence of leakage beyond the essure location. Unremarkable hysterosalpingogram. In an unspecified date the patient became pregnant. After elective termination, patient underwent a bilateral salpingectomy on (B)(6) 2015. Follow up (B)(6) -2015: hcp contact e-mail provided. No new clinical information was received. Follow-up received on 18-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a lack of efficacy (pregnancy). The bayer reference number for the ptc report is (B)(4). Final assessment: lot number: 880432; production date: jul-2011; expiration date: jul-2014. Lot number: b71764; production date: 11-sep-2013; expiration date: 30-sep-2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. The batch documentation of the reported batches was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch numbers. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant. She has chosen to terminate pregnancy and after elective abortion, she underwent bilateral salpingectomy. These events are serious due medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, hsg (hysterosalpingogram) test was done three months after placement and showed bilateral occlusion and proper placement. Therefore, the possibility of device failure cannot be excluded. Regarding salpingectomy, its not clear if it was done to ensure contraception or to remove the devices. Thus, the event is assessed as related to essure use and therefore this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. No batch signal could be identified and there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Pregnancy questionnaire was received from the physician on 07-dec-2015: the patient did not have cervical conization, curettage, previous ius/iud, myomectomy and adnexal surgery. Previous problems or procedures were denied. She had no relevant medical history or concurrent conditions. Her parity was reported as 1. Essure was not inserted during postpartum state. During insertion (performed under general anesthesia) cervical dilation and sounding were done. The insertion and visualization of the tubal ostium were easy. Fluid loss was less than 1500cc and the hysteroscopy did not take more than 20 minutes. Backup contraception was done with depo. Hysterosalpingogram was performed and showed bilateral tubal blockage. The pregnancy was confirmed by ultrasound and was terminated. On (B)(6) 2015 essure was removed by laparoscopy and the patient had bilateral salpingectomy. According to the operative notes, during the surgery, it was found a normal appearing right fallopian with a small indentation in the isthmus but no other gross abnormalities. Left fallopian tube had essure device extruded from the isthmus of the fallopian tube right at the tubal opening into the uterus halfway or at least quarter way to halfway out the uterus and attached to a small fatty epiploica fragment from the bowel. The small epiploica was attached to the uterus at the isthmus and on further identification showed that it had a piece of the essure device embedded in it. The epiploica was removed from this defect and sent separately with the tube confirming a piece of the coil from the essure device. A left salpingectomy was performed. The same procedure was performed on the right and a fragment of the essure device, once the fallopian tube was excised from the isthmus, extruded from the uterus and this was pulled out and cauterized for hemostasis. Surgical findings also included 2 endometriosis lesions on the left uterosacral; slightly globular uterus, normal appendix and normal upper abdomen and bowel. The patient was awakened and brought to recovery in stable condition. She recovered from the essure removal procedure and from the previously reported events. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who became pregnant and had an elective abortion after essure (fallopian tube occlusion insert) insertion. Fifteen months after device placement, she was submitted to a laparoscopy, during which left fallopian tube was found with essure device extruded from the isthmus opening into the uterus halfway to halfway out the uterus, attached to a small fatty epiploica. The epiploica was removed with a piece of essure device on it and patient had a left salpingectomy. A right salpingectomy was also done, and during right fallopian tube removal; a fragment of essure extruded and was removed. Patient recovered from this surgery. These events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hysterosalpingogram/hsg). In this particular case, patient had a hsg test, which showed bilateral occlusion. Later, upon essure removal, a perforation was found on left side. This perforation could be an alternative explanation for the reported device contraceptive failure (pregnancy). However, since the mechanism of the events is unknown (if perforation occurred before or after pregnancy onset); causality with essure cannot be excluded. Regarding the reported device breakage upon essure removal; when essure removal is attempted it is possible that the device may break. Thus, this event was considered as related to the suspect insert. Since device removal was required, this case was regarded as incident. The technical assessment concluded unconfirmed quality defect. No batch signal could be identified and there is no reason to suspect a causal relationship to a potential quality deficit based on this report.